Manufacturer narrative:
Update: received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the uterine balloon does not fully inflate and has resistance when trying to deflate the balloon. A likely cause for this issue may be due to an occlusion in the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 25 reports, regarding 31 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, vcare 200a ¿ medium device was being used during a lap hysterectomy procedure on (B)(6) 2024, and ¿the vcare balloon was inserted but the syringe seemed to be struggling to inflate. Surgeon removed vcare and noted that the balloon would not deflate. Issue 1st occurred while using a standard syringe (from foley). We swapped out for a new vcare and same problem occurred. We then used a leur lock syring and it worked. Tried leur lock syringe on the original vcare and it still would not deflate. Patient is fine.¿ the procedure was completed with an alternate same device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, vcare 200a ¿ medium device was being used during a lap hysterectomy procedure on (B)(6) 2024, and ¿the vcare balloon was inserted but the syringe seemed to be struggling to inflate. Surgeon removed vcare and noted that the balloon would not deflate. Issue 1st occurred while using a standard syringe (from foley). We swapped out for a new vcare and same problem occurred. We then used a leur lock syring and it worked. Tried leur lock syringe on the original vcare and it still would not deflate. Patient is fine". The procedure was completed with an alternate same device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, vcare 200a ¿ medium device was being used during a lap hysterectomy procedure on (B)(6) 2024, and ¿the vcare balloon was inserted but the syringe seemed to be struggling to inflate. Surgeon removed vcare and noted that the balloon would not deflate. Issue 1st occurred while using a standard syringe (from foley). We swapped out for a new vcare and same problem occurred. We then used a leur lock "syringe" and it worked. Tried leur lock syringe on the original vcare and it still would not deflate. Patient is fine.¿. The procedure was completed with an alternate same device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.